Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator system was then explanted. The patient condition was stable post procedure. Related manufacturer reference number: 2017865-2019-10902, 2017865-2019-10903.